Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On november 7, 2018, it was reported that the device was not working properly--would not oscillate (cut) and it was in need of maintenance. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4) a 4:1 ratio cutter, serial number (B)(4), a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was october 11, 2016 where it was reported that the device needed repair and the damaged comb and roller were replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated 1.5:1 cutter serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has previously repaired/evaluated 3:1 cutter serial number (B)(4) once as documented in the repair reports in livelink. The last repair was september 25, 2015 where it was reported that the cutter was returned with the mesher (serial number (B)(4). Zimmer biomet surgical has previously repaired/evaluated 4:1 cutter serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was february 27, 2016 where it was reported that the cutter was returned with the mesher (serial number (B)(4). Product review of the skin graft mesher on november 15, 2018 revealed that the calibration and sample mesh could not be taken due to the bent comb. The side plates, roller, and roller gear all had visible damage. The ratchet gear would not move. The 1.5:1 ratio cutter, serial number (B)(4) 4:1 ratio cutter, serial number (B)(4), and 3:1 ratio cutter, serial number (B)(4) all produced incomplete cuts and were deemed non-repairable. The 1.5:1 ratio cutter, serial number (B)(4), 4:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number (B)(4) all produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 15, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, roller gear, ratchet gear, ball detents, spring, and sliding pin. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event " not working properly" was confirmed since during product review the comb was bent, the roller, roller gear and ratchet gear were all damaged. The reported event "would not oscillate (cut)" was confirmed since during product review three cutters failed to be produce passing skin grafts, the cause of the device not working properly was due to the damaged comb, roller, roller and ratchet gears. The root cause of the device not working properly could not be determined with the provided information since it is unknown how the components became damaged. The issue was resolved with the replaced comb, roller, roller gear and ratchet gear. The cause of the device not cutting was due to the damaged cutters. The root cause of the device not cutting could not be determined with the provided information since it is unknown how the cutter became damaged. The customer was instructed to purchase new cutters to replace the non-repairable cutters, the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not working properly--would not oscillate (cut) and it was in need of maintenance. The event occurred during testing before using it for surgery. There was no harm and delay in the event. An alternate device was used in the surgery. No part of the device was bent or damaged.